Manufacturer narrative:
Additional information: b5 and h6.

Event description:
New information received notes that programming interventions were made. The patient was stable throughout.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed episodes of post-sensed t wave oversensing recorded by the implantable cardioverter defibrillator. No interventions or patient symptoms were reported.